Event description:
Customer states that this mts pipette is dispensing too much fluid during testing.

Manufacturer narrative:
As reported to us, the customer observed that the biohit pipettor did not dispense the correct volume of fluid. No definitive root cause was determined. The customer aborted all testing, preventing erroneous results from being reported. Biohit product labeling instructs the customer to perform qc dependant on laboratory policy. Customer performed qc test recognizing it's failure discontinued use of the pipette. No further complaints have been logged about this pipette since this reporting.